Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the conductor wire was broken from the bipolar pin inside the housing, which has no contact with the patient. The instrument failed electrical continuity testing. Engineering also found deep scratches on the main tube and a bent bipolar pin. The distal end of the main tube had a couple of scratch marks exhibiting light material removal and a rough surface finish. The bottom pin was slightly bent at the midpoint. Engineering concluded that the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.